Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ migration of essure device location of device: tubes') and uterine perforation ('perforation (uterus)/malposition of essure device location of device: tube/uterus') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patients medical history included c-section. Dye test showed total bilateral occlusion. Previously administered products included for an unreported indication: depo-provera, mirena and implanon. Concurrent conditions included type 1 diabetes mellitus, factor v leiden mutation, asthma, postpartum depression, menses irregular, nausea, bulimia, anorexia, vulval abscess, vaginitis, abdominal pain, blood sugar increased, glucosuria, ketosis, ketoacidosis, dysuria, back pain, pelvic adhesions, ulceration of vulva, unspecified, acute gastroenteritis, dehydration, diarrhea, cellulitis, hyperglycemia, ketonuria and pancreatitis. Concomitant products included salbutamol (albuterol) for asthma, insulin for diabetes as well as alprazolam (xanax), buspirone hydrochloride (buspar), ferrous sulfate (ferrous sulphate), fluoxetine hydrochloride (prozac), gabapentin, hydrocodone bitartrate;paracetamol (lortab), insulin glargine (lantus), insulin lispro (humalog), levofloxacin (lovenox), lithium, melatonin, nifedipine, paroxetine hydrochloride (paxil), quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft), sumatriptan, terbutaline sulfate (brethine) and tramadol. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ I dont have the urge"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 11 months 5 days after insertion of essure. On an unknown date, the patient experienced irritability ("hormonal changes describe: cranky"), hot flush ("hot flashes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst"), perineal pain ("perineal pain"), abdominal pain ("abdomen pain"), abdominal pain upper ("stomach pain"), flank pain ("side pain") and premature menopause ("early menopause"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, irritability, hot flush, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, endometriosis, ovarian cyst, perineal pain, abdominal pain, abdominal pain upper, flank pain and premature menopause outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, headache, hot flush, irritability, migraine, ovarian cyst, perineal pain, premature menopause, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: painful intercourse, menstrual pain, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter added. Added event early menopause. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ migration of essure device location of device: tubes') and uterine perforation ('perforation (uterus)/malposition of essure device location of device: tube/uterus') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Dye test showed total bilateral occlusion. Previously administered products included for an unreported indication: depo-provera, mirena and implanon. Concurrent conditions included type 1 diabetes mellitus, factor v leiden mutation, asthma, postpartum depression, menses irregular, nausea, bulimia, anorexia, vulval abscess, vaginitis, abdominal pain, blood sugar increased, glucosuria, ketosis, ketoacidosis, dysuria, back pain, pelvic adhesions, ulceration of vulva, unspecified, acute gastroenteritis, dehydration, diarrhea, cellulitis, hyperglycemia, ketonuria and pancreatitis. Concomitant products included salbutamol (albuterol) for asthma, insulin for diabetes as well as alprazolam (xanax), buspirone hydrochloride (buspar), ferrous sulfate (ferrous sulphate), fluoxetine hydrochloride (prozac), gabapentin, hydrocodone bitartrate; paracetamol (lortab), insulin glargine (lantus), insulin lispro (humalog), levofloxacin (lovenox), lithium, melatonin, nifedipine, paroxetine hydrochloride (paxil), quetiapine fumarate (seroquel), sertraline hydrochloride (zoloft), sumatriptan, terbutaline sulfate (brethine) and tramadol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 11 months 5 days after insertion of essure. On an unknown date, the patient experienced irritability ("hormonal changes describe: cranky"), hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst"), perineal pain ("perineal pain"), abdominal pain ("abdomen pain"), abdominal pain upper ("stomach pain") and flank pain ("side pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, irritability, hot flush, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, endometriosis, ovarian cyst, perineal pain, abdominal pain, abdominal pain upper and flank pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, headache, hot flush, irritability, migraine, ovarian cyst, perineal pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: painful intercourse, menstrual pain, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: perforation (uterus)/malposition of essure device location of device: tube/uterus, hormonal changes describe: cranky, hot flashes, apareunia (inability to have sexual intercourse), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, endometriosis, ovarian cyst, perineal pain, abdomen pain, stomach pain and side pain. Medical history, concurrent condition and concomitant medication were added.